Manufacturer narrative:
Updated information: d6a/d6b implant/explant dates do not apply to the purge cassette. Patient survived explant.

Event description:
It was reported that six days later, the sterile sleeve on the pump was torn. Tegaderm was used to secure the sleeve. Two days later, a purge leak was observed. A connection was found to be loose and the issue was fixed. Thirteen days later, the patient had runs of ventricular tachycardia (vt) during support. The pumps positioning was found to be heavily reliant on the patient's position. In that regard, intermittent suction was encountered throughout the course of support.

Manufacturer narrative:
The root cause of the fluid leak was most likely use related as the leak was fixed by fixing the loose connection based on clinical details.